Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with return of the device. Failure (event) observed during analysis. Final analsis found the pulse generator lost measured data when interrogated with load. Battery replacement indicated that the device lost telemetrry at 2.39 v. Analysis revealed that after the suspected integrated circuit was replaced, normal device function ensued.